Event description:
The patient had part of his ear removed (right ear) due to cancer. The patient is bearing both glasses and hearing aids. After the ear surgery, the patient wore his glasses and hearing aid as usual. The hearing aid laid over the wound side (the plastic covered wire to the loudspeaker) eventually caused the reopening of the wound causing him to have stitches to close the wound. After this intervention, the patients situation is unknown as we cannot reach him.